Event description:
It was reported to distributor, by facility, they were using the lift in a resident transfer when the cradle fell from the scale causing the resident to fall. It appeared that the nut holding the cradle to the scale came off. Resident was sent to the ER for stitches and medical exam. Per the distributor database, this customer was notified of the recall situation related to said lift, 1st and 2nd letters had been sent, facility signed and returned the initial certified mailing response card. Calls/messages were also left at the facility dating 1/10, 2/14, 3/12, 5/1, and 5/8, no calls were returned or action taken by the facility. If the facility would have followed up and completed the safety advisory notice, sent out by bhm, this could have been avoided. Bhm manufacturer of lift has been notified. Bhm recall number is as follows: z-1135-2008.